Event description:
A report was received via social media that the patient had an ulcer and was bleeding internally. The patient also vomited blood, was hospitalized and was given blood transfusion. No further information could be obtained.